Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the puncture was successful, clamps of three bd intima-ii¿ closed IV catheter system were closed, but the blood was still flowing from the port after the heparin cap was unscrewed.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7325225. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the returned samples were subjected to seal testing by our quality engineers. The units were found to adhere to product specifications, providing an effective seal under the specified product limits. Based on our findings, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that after the puncture was successful, clamps of three bd intima-ii¿ closed IV catheter system were closed, but the blood was still flowing from the port after the heparin cap was unscrewed.